Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. The device was returned for analysis. A visual and microscopic examination was performed on the returned pcb 2cm device. A visual examination identified that the balloon was unfolded which indicates that it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a longitudinal tear in the balloon material. The longitudinal tear was noted to begin approximately 3mm distal to the distal edge of the proximal markerband and extended distally across the balloon material for approximately 22mm.the rated burst pressure of this device is 10atm. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.